Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant on (B)(6) 2021. The device was used and opened on the implant zone and prior to deploy, the device didn't pass the 5 criteria to perform the deployment. The device didn't get a correct configuration in the first attempts and it shape like a cobra head. Device was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. A new 28mm amplatzer amulet left atrial appendage occluder was selected and implant . Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of the device appearing like a cobra head could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.